Event description:
Patient underwent procedure for transverse process fusion and subject device was implanted. An x-ray taken 8 weeks post implant showed the right side rod displaced. Hardware was removed at hardware revision.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time. Synthes is unable to determine the manufacture date without a lot number.